Manufacturer narrative:
Citation: soliman, h. Md. Et al. Outcome of transcatheter aortic valve implantation in high risk patients with severe aortic stenosis. The egyptian heart journal (2017) doi 10.1016/j.ehj.2017.07.003 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding patient outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2013 and 2016. The study population included 40 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter aortic valve. The study population was predominantly male; mean age 73.98 ± 8.40 years. Serial numbers were not provided. Among all patients adverse events included: valve-in-valve due to severe paravalvular leak (pvl), cerebral vascular accident (cva), atrial fibrillation (afib), complete heart block (chb) with permanent pacemaker implant, blood loss, vascular complications, and trace to severe aortic regurgitation (ar). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.